Event description:
A us dist returned a monitor indicating that it would not power on.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As rec'd, the monitor would not power on. Upon eval, the monitor likely had intermittent bga connections at flash components u102 and u105. The intermittent connection was likely induced by mechanical stress. The exact source of the mechanical stress has nt been positively identified by the intermittent connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor.